Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, leakage was observed at the joint of extension tube and bifurcate during routine dialysis. It was stated that there were no prior issues after insertion and good flow was observed. It was also stated that the catheter was not repaired. Tego was not used and there was no luer adapter issue and the insertion site was treated prior to insertion. Catheter was replaced with a new one. It was also stated that there was blood loss of 3-4 ml. There was no reported patient injury.